Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and the high blood glucose was treated with correction bolus via pump on (B)(6) 2026. The patient also reported that the patient was used cold insulin.